Manufacturer narrative:
Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance with labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing while this patient performed kettle ball exercises. The oversensing was re creatable while performing pushups in secondary and primary vectors. Alternate vector was not an option to program to. Technical services (ts) discussed keeping the programming the same and possibly changing the rate and to have this patient perform a patient initiated interrogation (pii) in a few weeks. This s-ICD remains in service. No adverse patient effects were reported. This s-ICD was explanted due to an unknown reason and was sent back to boston scientific. This s-ICD is expected to be analyzed. No additional adverse patient effects were reported.